Manufacturer narrative:
Device evaluation: the lens was returned dry in a centrifuge vial. There was no visible damage to the lens. There was debris on the lens surface. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, explant and exchange for a shorter lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -7.5/1.5/102 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2017 . The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.